Event description:
It was reported that prior to a magnetic resonance imaging (MRI) scan, the field representative discovered that the pacemaker device had a lead safety switch (lss) triggered from bipolar to unipolar configurations due to recorded high out of range pacing impedances on this right ventricular (rv) lead. Technical services (ts) was consulted and reported that due to the high out of range pacing impedances on the rv lead, the system would be not MRI conditional and if an MRI scan would be considered to be off label if completed. The field representative reported that the MRI was not performed, and the patient will be scheduled for a clinic visit for further evaluation. At this time, the rv lead remains in service. No adverse patient effects were reported.